Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 19-oct-2022. H6: investigation summary: one sample was provided to our quality team for investigation. After visual inspection, it was observed that the membrane was never assembled onto the connector body, therefore the system was open and leaked when used. A device history review was performed for lot 2202203, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Assembly of the membrane is performed manually. A detection system is used to verify the proper welding and location of the membrane. All quality records verify the inspections were performed according to procedure. While we cannot identify a direct issue, it was determined this incident is due to the operator not properly welding the membrane onto the connector body and the detection system also not identifying/rejecting the impacted piece. A CAPA has been initiated to further address this issue and prevent any reoccurrence.

Event description:
It was reported that the membrane separated from the bd phaseal¿ l connector c90j when trying to disengage the infusion bag, causing treaxin to leak out. The following information was provided by the initial reporter, translated from japanese: "after engaging the injector connected to a syringe (filled with treaxin) into the l connector spiking an infusion bag, the hcp attempted to disengage it, and then the membrane was separated from the l connector, resulting in leakage of the anticancer agent (treaxin)."

Event description:
It was reported that the membrane separated from the bd phaseal¿ l connector c90j when trying to disengage the infusion bag, causing treaxin to leak out. The following information was provided by the initial reporter, translated from japanese: "after engaging the injector connected to a syringe (filled with treaxin) into the l connector spiking an infusion bag, the hcp attempted to disengage it, and then the membrane was separated from the l connector, resulting in leakage of the anticancer agent (treaxin)."

Manufacturer narrative:
Initial reporter phone #: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.